Event description:
The customer reported that during the use, the device jaws could not be re-opened. The site contact did not indicate if the device was applied to tissue when this occurred. There was no pt injury reported. Add'l questions have been asked to the site contact regarding the device and incident.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been rec'd for evaluation. Add'l questions in regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.